Event description:
After punching for the tibial keel, dr. Removed the tibialtower from the tibial plateau. Once removed and inspected, it was noted that one of the tower spikeshad broken. It was located in the tibal plateau and removed using a kocher clamp. There was a 1-minute delay to the case, and the patient was unaffected, and the case was completed successfully.

Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.